Event description:
It was reported that the implantable pulse generator (ipg) was not responding to the patient's activity. The patient stated "cannot breath even with just sweeping the floor" and blood pressure increases but heart rate does not change. No known intervention was done. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg; implanted: (B)(6) 2014. (B)(4).